Manufacturer narrative:
Analysis summary: the device was subjected to electrical/mechanical function testing and battery discharge analysis. Normal pacer operation was observed. The battery expired normal.

Event description:
Device was showing a transtelephonic magnet rate of 96 ppm. Without magnet, the rate is 72 ppm with appropriate capture and sensing. At the previous follow-up, the unit was programmed to 72, but was pacing at 80 ppm, which is backup mode.